Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the initial lead placement was too far left. This resulted in stimulation being felt predominantly on the left side, despite the need for it on the right. Multiple programming styles were attempted to provide relief. The healthcare professional and the patient decided on a lead revision to adjust the lead further to the right. The healthcare professional successfully revised the lead, and no equipment was replaced. The issue was resolved, and a device revision occurred on (B)(6) 2024.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify: surescan; product ID: 977c265 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.